Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when they tried to insert the sheath and dilator complex into the vessel, they found the sheath start to peel away at the distal end and could not advance into vessel. They ended up using a glidethru kit to gain access." No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "when they tried to insert the sheath and dilator complex into the vessel, they found the sheath start to peel away at the distal end and could not advance into vessel. They ended up using a glidethru kit to gain access." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly for evaluation. The returned sheath contained signs of use in the form of biological material. Microscopic examination of the sheath revealed it was frayed and split. The tip could not be observed as it was not present on returned sample. The overall length of the sheath measured 4.00" which is within specification of 3.875-4.125" per product drawing. The tip ID could not be measured due to the damage. The returned dilator is able to pass through the returned sheath with minimal resistance. Manufacturing was consulted and they indicated that since the sheath was missing the tip, it appears the tipping process was ommitted by mistake. A device history record review was completed with no relevant findings. The IFU provided with this kit warns the user "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding." Also, the IFU provides the following instructions "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The customer report of a damaged sheath was confirmed by complaint investigation. The returned sheath was frayed and split. The tip could not be observed as it appeared to be missing on the returned sample. Manufacturing was consulted and they indicated that since the sheath was missing the tip, it appears the tipping process was ommitted by mistake. A nonconformance request was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.